Event description:
Due to a software bug in vista regarding red cell loss calculation, the customer has overdrawn red cells on a donor, exceeding the donor's annual loss limit. This report is being filed due to a device malfunction that has the potential to cause or contribute to a death or injury if this same failure were to recur.

Manufacturer narrative:
(B)(4). Investigation: the donor was run and overdrawn for their yearly limit of red cells. The customer has been made aware of this and the software is being patched. The customer is further mitigating this by using proactive eligibility in vista, which does not have the same issue in eligibility calculations and will allow for them to safely qualify donors for red cell donations. Investigation evaluation and corrective actions are in-process. A follow-up report will be provided.

Manufacturer narrative:
Terumo bct internal reference: (B)(4). Root cause: software issue. Corrective action: a software patch for this customer site will be installed. An internal CAPA has been initiated to address the potential of software bugs occurring in future releases.